Event description:
The manufacturer received information that a trilogy 100 ventilator was returned to the manufacturer's service center for an "overhaul". There was no patient involvement, and no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a critical test step for oxygen low flow. It was reported that the active exhalation control module was replaced to address this issue. Additional findings not related to the malfunction/issue: the internal battery pack, capacitor, battery fan, exhaust fan assy., stirring fan, flow sensor assembly, 43-micron filter, tubing kit, power cord, inlet air path assembly and removable foam were replaced as regulated by maintenance procedure to prevent failure. The device passed repair testing and was confirmed to operate properly.